Event description:
It was reported that during a stapled hemorrhoidectomy procedure, the firing cycle could not be completed and the circular knife was deformed which resulted in unparallel assembly with the washer. The problem resulted in severe bleeding and add'l sutures were used to complete the procedure. The procedure was extended by 30 mins.

Manufacturer narrative:
Info anticipated, but unavailable at this time.